Event description:
Customer reported receiving a glucose result of 37 mg/dl on their freestyle blood glucose monitor, which was reportedly lower than how he felt. He also reported feeling dizzy. He ate candy and drank orange juice in attempt to stabilize his glucose levels, and then went to the doctor. While at the doctor's customer was diagnosed with diabetic ketoacidosis. Exact treatment administered in order to stabilize glucose levels is unknown.

Manufacturer narrative:
Customer returned freestyle blood glucose monitor. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle blood glucose result as reported by the customer was not identified in the meter internal log.